Event description:
It was reported that a user¿s ilet displayed ¿hold on¿ and ¿connect gmg, cgm, or switch therapy¿ after the user reconnected the pump following a period without sensors, while using a libre 3 plus cgm; the user was advised that the sensor requires a one-hour warm-up after activation and to allow the full hour before further action. Symptoms included no adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and resolution pending completion of the cgm warm-up period. Investigation included case documentation and user education regarding correct cgm warm-up procedure. Investigation of this case revealed that the pump message was consistent with expected behavior when the cgm is not yet providing data during the warm-up interval. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related timing during cgm warm-up.